Event description:
Boston scientific received information that during a routine follow-up visit, this right atrial (ra) lead revealed a loss of capture during an interrogation. It was noted that an x-ray has been perfomred and confirmed ra lead dislodgment. The decision was made to reposition the lead. Multiple attempts of repostioning were made and were unsuccessful as the lead could not be fixated appropriately due to issues with the helix. The decision was made to remove and replace the ra lead. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a complete evaluation of the lead was performed. A visual observation was performed on the lead and blood was noted and a .5mm gap was visible between the tip anode ring and the molded. Also the ma was noted to be visible and the helix was able to retract. A serious of continuity, hipot, pressure and stylet test were performed and the lead passed with manipulation and resistance was encountered at distal end of terminal pin starting at 14mm (under terminal ring). It took 3.97oz of force to withdraw a stylet form the lumen. However, during helix mechanism testing the lead failed due to blood fluid infiltration. An x-ray revealed inner coils shifted at the distal end of the terminal pin (under the ring); this damage could be attributed to over-torque of the helix. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement, loss oc capture or placement difficulties. In addition, analysis did confirmed that blood clogging in helix mechanism was likely the root cause of helix mechanism difficulty. All therapy remained available.

Manufacturer narrative:
A new ra lead was successfully implanted. To date, the explanted lead has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.